Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that yesterday morning blood glucose was 293mg/dl. Previously blood glucose was 232mg/dl, 334mgdl, 405mg/dl, 420mg/dl, 213mg/dl, 328mg/dl, 280mg/dl, 199mg/dl and 446mg/dl. The customer had nausea. Patient's current blood glucose 252mg/dl. Customer treated with manual injections. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery as her blood glucose doesn't drop until after taking a manual injection. Customer stated the drive support cap appeared normal (slightly indented). Customer reports insulin exited at the quick release during troubleshooting. The insulin pump will not be returned for analysis.